Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a safety needle. The customer states that the needle detached from the plastic hub and remained in the pt's leg. The customer stated that the needle was removed from the pt's leg by the clinician with her gloved fingers. No add'l intervention was needed.